Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the affiliate that the ems device only fired 5 staples. An investigation by the or nurse found there were no more staples than 5. Another device was used to complete the case. There was no consequence to the pt.